Event description:
The user facility reported during the vitrectomy surgery, the polyamide sleeve broke off of the trocar hub in the pt's eye. The surgeon removed the sleeve from the eye. There was no injury or impact to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.